Event description:
According to the reporter, during the thoracoscopic pulmonary malignant tumor resection, on pulmonary parenchyma (interlobar) resection, when using the first powered stapler, the stapler entered in the firing mode but the firing could not be done. A liquid leakage was also observed in this handle. The handle and shell were replaced. When using the second powered stapler, the green light on the right side of the handle did not work (it did not respond even when it was pushed). Another handle and shell were opened and used to complete the case. The same adapter and reload were used with the new handle and shell. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: sigphandle - sig power sigphandle handle, serial# (B)(6) sigpshell - sig power sigpshell control shell, lot# n3a0524y sigpshell - sig power sigpshell control shell, lot# n3c0600y sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown unknown egia su - unknown endo gia sulu, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unit showed signs of interior/exterior contamination. Functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. The handle had 183 of 300 proc edures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. The power to battery was never interrupted, there were no unexpected resets. There were no empty files with the system data. All button presses resulted in motor movements. A review of the system logs showed that a used clamshell was attached to the handle. Attaching a used clamshell to a powered handle would cause it to display a white handle swimlane with a red 0 at the bottom. An analysis of the data saved to the system also showed no indication of any handle errors or any related issues that would have caused the handle to be considered faulty. It was reported that the instrument did not activate and execute the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of inability to fire may occur when the user attaches a used clamshell to the handle. It was also reported that the handle and charger contact points were cont aminated with a substance that is not expected to be on the device. The reported issue was confirmed. The most likely cause could not be established from the information available. It was additionally reported that the device was leaking fluid. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle carries an ipx3 rating according to which only provides protection from spraying water. The user is advised to clean the handle per IFU (instructions for use) which states to ""wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide-based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. The IFU states that the power shell is provided sterile and is intended for use in a single procedure only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.